Manufacturer narrative:
(B)(4). (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Medical products: references and lot numbers not provided. Product location unknown.

Event description:
During the performance of the schedule pms 17 btms sistema modular tibial biomet rev.4, the survey performed by (B)(6) reveals some issues related to biomet modular tibial system: implant revision due to aseptic loosening .